Event description:
It was reported to medtronic minimed that the customer experienced no communication from the pump to the transmitter and lost sensor alarm. The customer reported no adverse event. The event involved product(s) mmt-7841zn and mmt-7040a. The customer is unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. The customer requested to run a tester procedure for the transmitter. The transmitter did not blink when removed from the charger after being fully charged no harm requiring medical intervention was reported. Mmt-7841zn was requested and the customer response was the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
Received and placed unit under microscope and found contamination / corrosion damage at connector pins. Unable to perform functional test, verify battery or led anomaly due to contamination / corrosion damage at the connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.